Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw an air bubble near the luer lock connection. The customer's blood glucose level was 240 mg/dl. Tandem technical support instructed the customer to prime the tubing until the air bubble was removed.